Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported prior to and during use of bd vacutainer® sst¿ ii advance plus blood collection tubes, an unspecified number of tubes exhibited gel air bubbles. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d9. Returned to manufacturer: yes. H.3 device eval by manufacturer? Yes. D9. Device available for eval?: 12-feb-2026. Investigation summary: bd received 32 return samples for investigation. Evaluation of the returned samples indicated the presence of bubbles in the gel at the tube bases. 100 retained samples were visually inspected, and no gel defects were found. Complaints for sample quality were not under statistical control for the month of february 2026, additional testing was performed. Factors that may contribute to gel airbubble were evaluated through a clinical study to verify the design of the device met it¿s intended use. There were no difficulties encountered during blood collection and all tubes exhibited proper fill. Bd was unable to duplicate the customer¿s indicated failure mode, gel airbubble, via clinical investigation because the defect was not evident in the testing of the complaint lot samples. All visual observations of both returns and control samples demonstrated clinically acceptable performance. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: gel airbubbles. Via return sample analysis. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported prior to and during use of bd vacutainer® sst¿ ii advance plus blood collection tubes, an unspecified number of tubes exhibited gel air bubbles. No adverse impact was reported regarding the patient or user.